Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleges significant harm, physical injury, bodily impairment, debilitating lack of mobility, multiple dislocations, conscious pain and suffering. Doi: (B)(6) 2016 ; dor: (B)(6) 2017; (right hip). This is the second revision. See (B)(4) for first revision. Patient is bilateral, see (B)(4) for left side; (B)(4) for second revision of left hip.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot 3607698. Device history review ==> 20 parts manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.